Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the user found the sensor wire bent at the end of the thermistor funnel when he/she opened the package.

Event description:
It was reported that the user found the sensor wire bent at the end of the thermistor funnel when the package was opened.

Manufacturer narrative:
The reported issue was confirmed. The device was returned for evaluation. Visual inspection observed the sensing wire of catheter was slightly bent. Measured the resistance across the thermistor plug and obtained a reading, as normal and it met the interchangeability tolerance. The exact cause of how and when the problem occurred could not be determine. Potential root cause for this failure mode could be handling damage/ insufficient procedure knowledge. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿11)do not wet the lead wire and the junction with extension cable. 12)this device is compatible only with monitors requiring ysi 400-series type temperature probes. 13)no substance except sterile water should be used to inflate the balloon. [If contrast medium is used, balloon may burst. If normal saline is used, crystallized salt may occlude the inflation lumen to prevent deflation of the balloon. If air is used, air may escape to cause inadvertent deflation of the balloon so that the catheter may come out prematurely. ] 14)do not wipe catheter surface with organic solvents such as alcohol. 15)do not aspirate urine through drainage funnel wall. 16)since movement of the body, etc. May twist or bend catheter to cause occlusion, care should be taken to fix the catheter securely. 17)when urinary flow cannot be noted, confirm that the catheter is neither occluded nor broken." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.